Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified some damage to the patellar implant possibly from removal and medical records confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining trabecular metal narrow porous femoral component catalog #: 42502206801 lot #: 64592188. Persona cruciate retaining articular surface left 10mm catalog #: 42512000510 lot #: 65196837. Persona trabecular metal two-peg porous tibial component left size f catalog #: 42530007501 lot #: 65262147 . G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain approximately two (2) years post-operatively. All components were revised except the tibial component without complication. Revision operative notes noted that the femur was soft from stress shielding. The tibial tray was well-fixed and all other components were replaced without complication. Attempts have been made, however, no additional information is available.